Event description:
On (B)(6) 2009, the pt reported that about 1 month ago he noticed "something was wet" after he had given a bolus of insulin via his infusion device. He said he discovered the infusion set tubing had become disconnected from his device at the luer lock connection. He stated the tubing was not broken, but had come loose. He tightened the tubing again and programmed another bolus as the first one was not delivered. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.